Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and drainage and a subsequent lack of complete clinical benefit. Additional information has been requested but was not made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with antibiotics (type and date not reported). This report is submitted on july 16, 2019.